Event description:
It was reported that the patient presented in-hospital after receiving inappropriate shocks. An increase in capture threshold and decrease in sensing were observed. The device was explanted and the associated leads were explanted because of pericardial effusion and dislodgement.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.the reported anomaly observed in the field was not confirmed in the laboratory. The device was tested on the bench and on ate and no anomalies were found. It was suspected changing in threshold voltage could be due to device-lead connection.